Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, positioning difficulties were noted. Temporary pacing was initiated at 180 beats per minute, a non-medtronic guidewire, and the cusp overlap technique were used, but at 80% deployment the valve would dislodge. Subsequently, deeper implant depth was used to stabilize the valve frame. Ten days following the valve implant, the patient presented with shortness of breath and symptoms of congestive heart failure. The patient was admitted; a transesophageal echocardiogram was performed and showed paravalvular leak (pvl) and the existing moderate mitral valve regurgitation had changed to moderate-severe. It was noted the pvl was associated with the deep implant depth of the valve. The patient was transferred to a different hospital to explant the valve. Thirteen days following valve implant, the valve was explanted and replaced with a non-medtronic valve. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: return product analysis could not be performed, as the valve was not returned to medtronic for product analysis. Images were submitted to medtronic for review. Review of the images indicated that based on the provided images, the valve was implanted below the inner skirt of the evolut, which resulted in an extended peri-valvular leak and interaction (no images uploaded) with the anterior mitral valve leaflet. Congestive heart failure is known potential adverse events as documented in the instructions for use (IFU). A relationship of the reported congestive heart failure to the device or procedure could not be determined, though it is likely related to patient condition. Paravalvular leak can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions. Mitral valve regurgitation and injury are a potential adverse event listed in the device IFU. Mitral valve regurgitation can potentially be affected by factors such as valve position and implant depth where the depth can impinge on the mitral valve function or damage the mitral valve. Based on the reported event and conclusion of image review, which indicated a deeper implant depth, was a likely contributing cause for the pvl and mitral valve interaction. The device history record (DHR) was reviewed and showed that this device met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. This event does not indicate device misuse or malfunction. Updated h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received that the patient had pre-existing moderate paravalvular leak (pvl). One day following the valve implant, moderate-severe pvl was noted. Per the physician, the valve caused partial impingement on the anterior leaflet of the mitral valve. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: procedural film and a still image were received for review but the images do not show the reported dislodgment or positioning difficulty. Recapturing is a feature of the device that allows for additional attempts at accurately positioning the valve. Various factors can affect valve positioning including patient anatomy or physician technique. Potential factors that can influence dislodgement include tension applied on the dcs during positioning, calcification levels and shape of the native anatomy. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. Positioning difficulties and dislodgement do not typically indicate a failure to meet manufacturing specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, positioning difficulties were noted. Temporary pacing was initiated at 180 beats per minute, a non-medtronic guidewire, and the cusp overlap technique were used, but at 80% deployment the valve would dislodge. Subsequently, deeper implant depth was used to stabilize the valve frame. Ten days following the valve implant, the patient presented with shortness of breath and symptoms of congestive heart failure. The patient was admitted; a transesophageal echocardiogram was performed and showed paravalvular leak (pvl) and the existing moderate mitral valve regurgitation had changed to moderate-severe. It was noted the pvl is associated with the deep implant depth of the valve. The patient was transferred to a different hospital to explant the valve. Thirteen days following valve implant, the valve was explanted and replaced with a non-medtronic valve. No additional adverse patient effects were reported. Additional information was received that the patient had pre-existing moderate paravalvular leak (pvl). One day following the valve implant, moderate-severe pvl was noted. The pvl reduced to mild following the non-medtronic valve. Per the physician, the valve caused partial impingement on the anterior leaflet of the mitral valve.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. This is a system report. The section d information is for the primary device, which was in use with the following: brand name: enveo pro delivery catheter system (dcs), product ID: envpro-16-us, lot: 0010901968, use by date: 2023-10-19, UDI: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.